Manufacturer narrative:
The lead was returned for analysis and visual examination found two internal abrasions breaching the ring electrode (re), right ventricular (rv) lumen exposing cables with the coating intact distal to suture sleeve tie impression. Other damages found on the lead are consistent with those occurring at the time of implant/explant. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During ICD replacement due to eol, the lead was explanted. No externalization or electrical abnormalities were observed with the lead. The patient is stable.